Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the physician and nurses almost finished ercp case, they tried to insert plastic stent to drain pancreatic duct. So they pushed spsof-7-12 stent using fs-pc-7. However, the handle of pushing catheter was broken(disconnected from the sheath) so the nurse changed another fs-pc-7 and case finished. This file was opened to capture the difficult advancement of the spsof-7-12 device mentioned above.

Manufacturer narrative:
Device evaluation: 1 x spsof-7-12 of unknown lot number was unavailable for return to cirl. This file deals with the off-label use of the device where the device was used prophylactically to prevent post ercp pancreatitis. This file is related to (B)(4) (report reference number 3001845648-2020-00436) which was created for the use of the fs-pc-7 device which has been attributed to user error. It was noted that not all standard questions were returned answered with the file. A reasonable effort (3 attempts) was made to retrieve the information required as part of the investigation. As such the lot number and wire guide used to place the stent could not be confirmed. If this information becomes available, the file will be updated lab evaluation: n/a. Image review: n/a. Documents review including IFU review: prior to distribution all spsof-7-12 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for the spsof-7-12 device could not be completed as the lot number was unknown the instructions for use, ifu0055-4 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ it should be noted that the device was used off-label, outside its intended use stated in the instructions for use (ifu0055-4) "this device is used to drain obstructed pancreatic ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ where the prophylactic use of the device to prevent post ercp pancreatitis in this procedure is not a stated use as per the IFU and therefore has not being tested in a clinical setting. It was also noted that the introducer used with this device was not compatible. Root cause review: a definitive root cause can be attributed to the off-label use of the device, when the device is outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. Summary: complaint is confirmed as based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.